Manufacturer narrative:
(B)(4). Investigation completed and device evaluated with no defect found on returned meter; returned test strips produce e-3 most likely root cause is black chemistry due to improper storage.

Event description:
Mike hammock is calling for his mother in law. He states the customer feels well at this time and that no medical attention is required. Customer has not had an adverse event due to the e-3 error message. Mike hammock states the e-3 error message appears as soon as the test strips is inserted into the meter. Customer stated that the test strips have been kept in the original vial and have been opened longer than 4 months. Verified the strips expire 3/18/2017. Customer confirms the strips have not been stored in a high humidity area.